Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture was torn upon insertion into the femoral drill channel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation has been confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt, with deploying suture batch 15486152, was received for evaluation. During visual inspection, it was noted that the suture loops were broken. The frayed and rigid appearance of the suture fragments indicated that excessive force had been applied. Evaluation of the button found no sharp edges or damage that could have caused the breakage. No damage was observed on the white and black suture or the blue suture. A functional test was performed by moving the sutures on the button; no resistance was noted. The most likely cause of the reported failure is user error, including incorrect surgical technique, applying excessive force to the shortening suture strands, and/or tensioning them not in line with the bone socket, which may break the strands and impair the ability to fully seat the implant. Directions for use dfu-0147-eo revision 4, tightrope® devices g. Precautions. 1. Acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.